Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the bolus history showed no evidence of cancelled boluses. During testing, the pump powered on normally and was exercised for 24 hours with no unprogrammed or 0.0 unit boluses delivered or recorded in the pump¿s history. The pump successfully performed a 10 unit audio bolus and a 10 unit normal bolus and both were accurately in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the pump¿s history had record of boluses that had not been completed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.